Event description:
A customer reported that the intraocular pressure (iop) control was inactivated and the cutter was not recognized during surgery. There was no problem during priming. The cutter was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).